Manufacturer narrative:
The investigation confirmed that multiple, reproducible, lower than expected vitros psa quality control results were obtained while using the vitros 5600 integrated system. The affected results were obtained fro a single psa reagent pack. An ocd fe performed service actions to multiple subsystems of the analyzer. Expected performance was obtained following the service actions and a change of reagent pack. The investigation could not determine a definitive root cause. An instrument or reagent related issue cannot be ruled out as contributing factors.

Event description:
The customer obtained multiple, reproducible, lower than expected vitros psa quality control results processed on the vitros 5600 integrated system. The following results were obtained: qc fluid biorad l2 = 1.193, 1.099 vs. An expected result = 1.90 ng/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of patient harm as a result of this event. (B)(4).